Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post lead implant procedure, lead dislodgment issue confirmed via chest x-ray was observed on the atrial lead. Patient was brought back to operating room and underwent additional surgery and the lead was repositioned successfully. Patient was stable prior, during and post-surgery.